Event description:
The report from the study is of a male with 3-vessel disease and a history of previous pci, hypertension, hyperlipidemia, diabetes mellitus (type ii, treated with insulin), and myocardial infarction (mi). The indication for the procedure was a previous non q-wave mi. The 1st target vessel was the first diagonal (d1). Vessel diameter was 3mm and the lesion length was 25mm. Pre-procedure stenosis was 75%. The lesion was de novo, ostial, irregular contour, angled and eccentric, and a type c lesion. The lesion was pre-dilated with a 2 x 20mm balloon at 20atm. A cra28300 was deployed at 16atm. It was post-dilated with a 3 x 20mm balloon at 20 atm because it was not fully expanded. Post-procedure stenosis was 0%. The 2nd target vessel was the mid left anterior descending artery. Vessel diameter was 3mm and the lesion length was 30mm. Pre-procedure stenosis was 90%. The lesion was a focal in-stent restenosis of a vision stent. The lesion was a bifurcation, not ostial, irregular contour, eccentric, and not angled, calcified or tortuous. The lesion was a type c. The lesion was pre-dilated with a 3.5 x 15mm balloon at 18atm. A cra33300 was deployed at 20atm. The instructions for use state the balloon pressure should not exceed rated burst pressure of 16 atm. The stent was post-dilated with a 3.5 x 15mm balloon at 14 atm because it was not fully expanded. Post-procedure stenosis was 0%. The patient complained of chest pain after the procedure. No new st/t changes were shown in the ECG. Post-procedure, peak ck was <2 times above upper normal level (unl), peak ck-mb was >= 5 times above unl, and troponin was >= 5 times above unl. The physician stated, that the rise in cardiac enzymes was likely due to jailed side branches (too small for intervention). There was no suggestion of acute stent thrombosis. The day after the procedure, peak ck was normal and peak ck-mb was 2 times above unl. The patient was discharged 2 days after the procedure. The patient was followed up a month after the procedure and was asymptomatic.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. This is one of two products involved with the reported event. The associated MFR report number is 9616099-2007-2501. Since the products were still implanted in the patient, they were not available for analysis. A review of mfg route sheets was conducted and these lots of products met all requirements per the applicable mfg quality plan. Elevated cardiac enzymes and chest pain are known potential adverse events post coronary stenting. There are patient and procedural factors, which may have contributed to the event. There is no indication that the events were mfg or device related.